Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) level ranging from 350-525 mg/dl and diabetic ketoacidosis. Reportedly, customer believed that the infusion set was not functioning properly; however, no infusion set damage was noted and the customer was unable to provide additional information about the suspected cause. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.